Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir was occluded. Customer stated that she keeps getting no delivery alarm. Customer's blood glucose was 250 mg/dl. During the troubleshooting, the alarm was caused by set and reservoir connection. Advised the customer the infusion set and reservoir would be replaced. Customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was unknown. Customer stated that she have not tried all remedies. The customer was advised try the remedies to prevent recurring alarms. Advised to monitor the insulin and call back if problems persist. No further information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.